Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a blood glucose (bg) level of 53 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Tandem technical support performed a full pump system check and verified, that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.